Event description:
It was reported that the device had light failure. No patient or procedure involvement. No negative impact in state of health reported.

Manufacturer narrative:
The device is pending receipt by manufacturer. The investigation is not yet completed. Investigation results are pending. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
Correction is provided in section g2. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Device received by manufacturer as noted in section d9. The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per evaluation from manufacturer: the device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the described fault is wear of the adhesive on the tip of the c-mac blade, which was caused by wear during use and the reconditioning process. The wear of the adhesive allows liquid to penetrate the blade, which affects the electronics and can lead to poor light output. This event is filed under internal complaint ID (B)(4).